Event description:
It was reported that a user of the ilet experienced hyperglycemia, with continuous glucose readings near 237 mg/dl and a confirmatory glucometer value of 260 mg/dl about two hours after eating breakfast; the infusion site appeared normal, supplies had been changed the day prior, insulin volume was adequate, and the device problem and component could not be determined due to insufficient information. Symptoms included no clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained unknown due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.